Event description:
It was reported that the user experienced a severe high blood glucose event associated with running out of insulin in the pump, with the cause of hyperglycemia described as unclear. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a request for additional information from the customer. Investigation of this case revealed insufficient information to determine a device malfunction, with no confirmed device or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.